Event description:
During evaluation of a returned homechoice device, a high drain error 107 (night drain #7) alarm was identified in the log. This alarm indicates that the patient drained greater than or equal to 200% of the maximum prescribed cycle fill volume. The alarm occurred on (B)(6) 2015 at 07:53:32. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. During the event history log review, a high drain error 107 alarm was identified. Visual inspection was performed and no issues were noted. A power on self-test and a short simulated therapy was successfully performed. Upon conclusion of the investigation, the cause of this issue was determined. Should additional relevant information become available, a supplemental report will be submitted.